Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient has three fistula´s and the surgeon has heard rumors of broken dynamic locking screws (dls) and is afraid to remove the screws. Patient was tested post-operative and has an allergy for cobalt chrome. This report is for the unknown dynamic locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for dynamic locking screws, quantity, part and lot number unknown. (B)(4) possible allergic reaction which can be assumed by the event description but has not been verified. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.